Event description:
Reportedly, during the implantation of an alizea pacemaker performed using bluetooth communication, the screen froze while performing a sensing test, so log out was forced to recover normal functioning. The same behavior occurred during a second implantation procedure.